Event description:
On 13-feb-2026, a sales representative reported via phone that an ar-3671 fibertak® biceps implant broke, and additionally reported via (B)(4) that it was being used with an ar-3671ds fibertak® biceps disposables kit that fell apart. This occurred during an open biceps procedure on (B)(6) 2026. While drilling, the plastic came apart from the metal on the ar-3671ds fibertak® biceps disposables kit, causing the ar-3671 implant to break. All fragments were recovered from the patient. There was a 30-second delay. The case proceeded using another ar-3671 and ar-3671ds. There was no harm to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.